Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's bg (blood glucose) levels reached >250 mg/dl while wearing the pod between 36 and 48 hours. The patient reported having high bg levels for a few days prior to seeking medical assistance due to difficulty connecting a pod to their omnipod 5 app on their phone. Patient reported they discovered their phone was in another room, and it was their significant other's phone they had been attempting to connect to a new pod. The patient acknowledged the issue was related to user error rather than a pod or software issue. The patient reported currently having a uti (urinary tract infection) and upper respiratory infection. The patient was treated with IV (intravenous) fluids and prescribed an antibiotic for the uti. The patient was wearing the pod at admission and reported they continued to wear the pod after the hospital staff assisted with correctly connecting the pod to the omnipod 5 app. The patient was released after 1 day.